Manufacturer narrative:
Device passed displacement test. Device received with corroded battery tube, scratched lcd window, and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damage. Customer's blood glucose value was unknown. Customer stated that they insulin pump screen was cracked. Customer stated that they saw the screen inside the house but not the outside. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.